Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28x3.5mm, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 182cm j choice¿ guide wire was advanced to the target lesion. During procedure, the physician felt that the guide wire was not responding and saw that the guide wire was broken into two pieces. The proximal guide wire piece was fully in the guide catheter whereas the distal guide wire piece was partially outside the catheter. Pulling carefully the guide catheter back and out of the introducer brought the two guide wire pieces safely outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status after the procedure was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. Visual inspection was performed and the device returned fractured in two sections and the part#2 (distal section) has the polymer coating peeled and the spring tip bent. All the outer diameter (ods) and guidewire overall length (sum of part#1 and part#2) taken were according to specifications. The od polymer coating could not be measured due to the condition of the polymer coating (peeled). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28x3.5mm, concentric target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 182cm j choice guide wire was advanced to the target lesion. During procedure, the physician felt that the guide wire was not responding and saw that the guide wire was broken into two pieces. The proximal guide wire piece was fully in the guide catheter whereas the distal guide wire piece was partially outside the catheter. Pulling carefully the guide catheter back and out of the introducer brought the two guide wire pieces safely outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status after the procedure was good.